Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. Reportedly, the customer did not remove the cartridge from the pump. Blood glucose was 128 mg/dl. The customer had manual injections available as alternate insulin therapy.